Event description:
A hospital reported that five (5) instruments were showing evidence of scratches and/or scrapes on the "housing". No pt harm, adverse outcome or injury was reported. The following medwatch reports have been sent to the FDA for the five (5) instruments affected: 2955842-2013-00194, 00195, 00196, 00198.

Manufacturer narrative:
When the complaint was originally reported to isi, scratches and/or scrapes were considered by isi engineering as signs of normal instrument wear and tear. The isi clinical sales rep reported that he believes the doctors were hitting the instruments together during surgeries. The instruments were not found to have been used with damaged cannulae. Scratches on the main tube of the instrument are now considered evidence that fine particulate may potentially have been scraped from the instrument. No conclusion can be made regarding whether the scratches occurred intra-operatively, during non-surgical handling or during instrument storage. No conclusion can be made regarding whether any particulate was generated intra-operatively.